Event description:
Following an intravenous infusion of 40.8 mg of tissue plasminogen activator (tpa), one pass with retrieval device was successfully performed to treat a left internal carotid artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. After the procedure, an angiography showed a carotid cavernous fistula. The physician stated that it is possible that the carotid cavernous fistula may be caused by using the subject retrieval device.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Cavernous fistula is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following an intravenous infusion of 40.8 mg of tissue plasminogen activator (tpa), one pass with retrieval device was successfully performed to treat a left internal carotid artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. After the procedure, an angiography showed a carotid cavernous fistula. The physician stated that it is possible that the carotid cavernous fistula may be caused by using the subject retrieval device.